Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. No part was changed and no new events on this ventilator have been reported until this date. Evaluation of the received device logs show no matching event on the reported event day. Between january 7, at 18:24 and january 9, at 16:06, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Importer ref. #: cc-cpl-2019-00066. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).